Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that a self-test failure had occurred. Analysis only found that the lower case was broken and the ring bent. (B)(4).

Event description:
It was reported that the external pulse generator generated a self-test failure error code, and it was requested that it receive its test and calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator generated a self-test failure error code, and it was requested that it receive its test and calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.